Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was unknown. The reason for use was not reported. It was reported that the pump is flipping. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown what diagnostics/troubleshooting performed. Interventions/actions that were taken to resolve the issue included the pump pocket will be relocated in surgery this week, scheduled for (B)(6) 2019. The issue was not resolved at the time of the call. There was no injury to the patient. There were no further complications reported/anticipated.